Event description:
It was reported that there was extra material detected on the balloon; it was very similar to the material from the balloon. During inflation of the balloon, an eccentric hernia raised and the material did not fall off; therefore the catheter was thrown away. The device was not returned for evaluation; it was discarded at the hospital

Manufacturer narrative:
Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.